Manufacturer narrative:
Investigation: analysis of the log file shows that no alarms or unplanned operator interactions during the procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a patient death following a plasmapheresis procedure on a rika device. The customer received third party information stating that the donor collapsed at a convenience store after completing a donation at the center. It was reported that there were ¿no issues¿ observed during the donation, all softgoods were placed correctly, and the solutions were verified. The donor was reported as ¿stable¿ prior to the procedure and ¿well¿ throughout the procedure. Per the customer, the donor acquired a head contusion from the collapse and died on the way to the hospital. Donor unit ID #: (B)(6) this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: analysis of the log file shows that no alarms or unplanned operator interactions during the procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. The service technician completed functional check out on the device with passing results. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. The history of the separation set lot 2406261161 and plasma bottle lot 240531101 were reviewed and there have not been any recalls for these lots. Patient¿s final fluid balance = -800 ml + (141 ml -104 ml) + 500 ml -12.5 ml = -275.5 ml based on the clinical and investigation findings, terumo bct global medical safety concluded that the rika device performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused these adverse events. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes include but are not limited to: * the donor's underlying disease state * an undisclosed medical condition.

Event description:
The customer reported a patient death following a plasmapheresis procedure on a rika device. The customer received third party information stating that the donor collapsed at a convenience store after completing a donation at the center. It was reported that there were ¿no issues¿ observed during the donation, all softgoods were placed correctly, and the solutions were verified. The donor was reported as ¿stable¿ prior to the procedure and ¿well¿ throughout the procedure. Per the customer, the donor acquired a head contusion from the collapse and died on the way to the hospital. Donor unit ID #: (B)(6). This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Multiple attempts were made requesting additional information but the customer did not respond to the requests. The platelet collection set is not available for return because it was discarded by the customer.